Manufacturer narrative:
The available information supports that the clinician connected the pt to the spo2 transducer, but that the transducer was not connected to the telemetry transducer and the user was not aware of this. The inop would show at the central station when the transducer is not connected (no spo2 transducer) and the lack of recognition and response to this inop at the central station was a factor in the delay in treatment. Based on the information provided, there was no device malfunction but a misunderstanding of the features by the user requiring additional medical intervention. A delayed response to the pt can be considered to have occurred as staff were not immediately aware of and did not immediately respond to the charge in condition of the pt. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a pt was resting comfortably after surgery, however, was later found to have a pulse of 56% but was not on spo2 at time of incident.